Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation auto CPAP. The manufacturer received information alleging a burning smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. There was no presence of error code. The device was scrapped as per customer request. No death, serious harm or injury was reported. Analysis of past events do not indicate an adverse event has occurred due to the reported allegation or would be likely to occur, if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This was previously submitted as reportable under pr (B)(4) and now reverted to non-reportable because per repair evaluation the customer complaint of burning smell was not replicated.

Manufacturer narrative:
CAPA states smell is not reportable, which includes burning smell regardless of device.

Manufacturer narrative:
This notification was opened for review for information received that a patient alleged a dreamstation auto CPAP device had a burning smell. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. The dreamstation auto CPAP was returned to the third party service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. The customer allegation was not confirmed. The service technician noted the device was missing a filter and had a stained bottom. The device was scrapped at the request of the customer. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. Update: section h: (device) problem code grid updated. Conclusion code grid updated.